Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal infection, itching, vaginal discharge abnormality, pelvic pain, cramp in lower abdomen, ovarian cyst, uti, burning micturition, urgency urination, post coital bleeding, heavy periods and vaginal discharge abnormality. Concurrent conditions included post procedural hemorrhage and uterine ablation. Concomitant products included ciprofloxacin betaine (cipro). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain / pelvic pain"), urinary tract disorder ("urinary problems"), bladder prolapse ("bladder prolapse"), depression ("depression"), migraine ("migraines") and pain ("pain") and was found to have uterine leiomyoma ("fibroids") and weight increased ("weight gain"). The patient was treated with surgery (ablation). At the time of the report, the genital haemorrhage, pelvic pain, urinary tract disorder, bladder prolapse, depression, uterine leiomyoma, weight increased, migraine and pain outcome was unknown. The reporter considered bladder prolapse, depression, genital haemorrhage, migraine, pain, pelvic pain, urinary tract disorder, uterine leiomyoma and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: the bilateral fallopian tubes are occluded at the· proximal portion with no spillage of contrast into the pelvic cavity. Ultrasound pelvis - on (B)(6) 2009: 2 small fibroids and a small cyst on her right ovary. Anteverted uterus containing a pedunculated/submucosal fibroid seen shadowing slightly pushing down into the endometrium. Also a posterior submucosal was seen pushing up into endometrium. The right ovary containing a 1.7 cm simple cyst. The left ovary was seen and appears wnl. Increased bowel was seen in the pelvis. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.